Manufacturer narrative:
This report is submitted on august 06, 2018.

Event description:
It was reported that the patient experienced extrusion of the electrode into the ear canal during an ear cleaning procedure. Subsequently, the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report.

Manufacturer narrative:
This report is filed on september 20, 2018. (B)(4).